Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) which was removed and replaced due to a damaged leading haptic which was reportedly caused by improper loading into the cartridge. It was stated that the lens was already inserted when the surgeon discovered the lead haptic was partially missing. A karatome was used to create an incision enlargement and the lens was removed and replaced. It was reported that there was no patient injury. No additional information was provided.

Manufacturer narrative:
(B)(4). The lens was received for inspection. The cartridge was not returned. Inspection revealed that the lens had one broken haptic and appeared to have evidence of blood along with viscoelastic. All pertinent information available to abbott medical optics has been submitted.